Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side "textured saline implants, "recently noticed a change in the size of breasts", "suspect leaking", and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed . Capsular contracture : unable to observe since it is a medical event and is not related to the device. Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Particles in valve: no observed. Calcification : observed. Crease folding/of implant : observed. No additional observation. No further actions are required as no issues with the manufacturing process are observed. Peer/ supervisor reviewer.

Event description:
Healthcare professional reported, right side "textured saline implants. "Recently noticed, a change in the size of breasts". "Suspect leaking". And capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade iii.